Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 device evaluation: visual analysis of the returned device identified a broken shell, flat crease, red particles on the surface of the shell, 15% of the shell is missing. The device was underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on the posterior assessed as unidentified (tear) opening, and 15% of the shell is missing assessed as inconclusive. Additional, changed, and/or corrected data: a.2; b5; b.6; d.9; h.3; h.6 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported " implant rupture". Device remains implanted. This relates to the left side